Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.